Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this subcutaneous implantable cardioverter defibrillator (s-ICD) lost telemetry connection during an exercise test. The telemetry session was manually ended and the device was reinterrogated successfully. No adverse patient effects were reported. The device remains in service.